Event description:
It was reported by the customer "image quality issues" which resulted in the need for an additional exposure to complete the exam. A field service engineer (fse) was dispatched and it was confirmed reviewed the images and there are two issues seen. On the collimator cutoff seen at the top of one of the r mlo view. The other finding is what is referred to as edge non-uniformity (enu) that is a the detector displays evidence of edge nonuniformity. The site has opted for detector ark band you referred to. Assisted the site with image evaluation. The replacement. This will be handled by their in house field engineer / biomed.